Event description:
Patient reported "suspected left implant rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: rupture: observed, one opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification) additional observations: no penetrating nick observed on the device. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reported and healthcare professional confirmed "rupture". Device has been explanted and replaced.